Manufacturer narrative:
H3: product analysis found that the device was placed in a small resealable bag and returned in a plastic sleeve. Upon arrival, it was observed that the device was broken, with the distal end/tip missing. Although the overall length shall be 3.850 +0.015/-0.010 inches, it measured 2.085 inches from the proximal end of the shank to the fractured point, which was out of specification. Under magnification, yellowish/brown residue was observed on the shank. Functional testing could not be performed due to the damaged condition of the device upon return. H6: previously applied codes of imdrf annex b: b17, annex c: c20, annex d: d16 and annex g: g04130 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cutter broken and stuck inside the skeeter drill handpiece. There was no patient impact.